Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had a change in stimulation after a fall. The physician did an x-ray to check the leads and it was confirmed the leads had not moved. The patient was going to meet with the representative to check impedances and reprogram as necessary on (B)(6). The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the change in stimulation was first noticed late (B)(6) 2019. The rep reported that they took an impedance measurement and all impedances were well within range. The rep reprogrammed to provide better coverage. The issue was resolved. No further complications were reported.